Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to exhibit loss of capture (loc). The patient was told to be evaluated in the emergency room. Upon review, no loc was observed. Boston scientific technical services (ts) was consulted and no evidence of loc was found. The patient has a scheduled appointment with their device clinic. No adverse patient effects were reported. At this time, this device remains in service.